Event description:
It was reported to philips that the system's image processing computer malfunctioned, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.